Event description:
Related manufacturer reference number: 2017865-2023-48043. It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the right ventricular (rv) lead and right atrial (ra) lead exhibited noise oversensing. No programming changes were made. The patient status was unknown.